Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored electrograms potentially delaying or preventing mode switching. The lead remains in use. No patient complications have been reported as a result of this event.